Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On 03.05.10, covidien was informed of a customer who had an issue with a so called "heparin finished product." (No specific information about product identity was received.) The attorney alleges that the patient was administered heparin on one or more occasions and the heparin was alleged to be contaminated. The patient was caused to and did suffer physical injuries on or about (B) (6) 2007.